Event description:
Pt was being lifted with a disposable repositioning loop sling (ahd001) with a ceiling lift. It was reported that when pt was about two feet above bed, the disposable loop sling tore and the pt fell to the bed. The pt did not sustain any injuries.

Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the manufacturer arjohuntleigh magog inc (B)(4). Manufacturer complaint number: (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.